Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (70) sealed 32gx4mm bd pen needles from lot# 0330581. The consumer reported leakage from patient end needle, and ¿twisting¿ during injection. 30 out of the 70 returned pen needles were examined, then tested for flow using a test pen injector. All 30 tested pen needles were able to attach to/detach from the pen injector and expel properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were difficult to operate and leaked. The following information was provided by the initial reporter : the pharmacy reported on behalf of the consumer leakage from patient end needle with twisting during the injection. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were difficult to operate and leaked. The following information was provided by the initial reporter: the pharmacy reported on behalf of the consumer leakage from patient end needle with twisting during the injection. Date of event: unknown. Samples: available.